Event description:
It was reported that approximately three years post filter implant, the patient began having an increase of chronic back pain. An evaluation including CT scans, angiography and venography were performed and, allegedly, multiple struts of an ivc filter were outside the vena cava. The filter was retrievable, but that option was not considered by the physician due to the indwelling time of the filter and so, the patient underwent surgical removal of the filter. The filter was removed without incident. After explant, the filter was inspected and there were only 10 struts noted. A post-op CT scan of the thorax revealed a metallic foreign body, 0.5mm x 3.0mm, within the lumen of the branch supplying the posterior segment of the left upper lobe of the pulmonary artery. It was also reported that a chest x-ray showed a small metallic density over the anterior right ventricle. The metallic segments were not removed, as the patient was asymptomatic. The patient was discharged to follow-up as an outpatient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The filter was removed from the patient; however, the current location of the filter is unknown. The event investigation is currently underway.